Manufacturer narrative:
On (B)(6) 2019, the end user, surgical technician/nurse, was completing their set-up for a total knee replacement procedure, when they noticed a small hole/slit in their right sleeve of a surgical gown (7403). The operating room was broken down and then reset-up for the case, while the patient was under anesthesia. This led to the patient having extending time under anesthesia, potential adverse reaction. The small hole/slit in the gown sleeve was verified by the quality manager (qm). The qm provided training with the inspection staff, informing them on possible outcomes. Procedures and policies were reviewed and no changes are noted at this time. It was reported that there was no adverse impact to the patient as a result of extended time under anesthesia and no further information has been provided.

Event description:
On (B)(6) 2019, the end user was setting up the operating room for a total knee replacement procedure. The surgical technician noticed a hole in the right sleeve, after sterile set-up was completed and the patient was under anesthesia.